Event description:
On (B)(6) 2012, this introducer was used by dr. (B)(6) at (B)(6) hospital in (B)(6). It was noted this introducer was used at implant, however, introducer exit tip was constricted due to defect, and lead could not be passed out through tip. Lead tip was damaged because of this. No adverse patient effects were reported. Lot number for this product is s35196. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).